Event description:
A physician reported a pt who was originally skin tested on 10/18/95 by another physician's office with negative results. The pt was treated with mulitple collagen treatments at that physician's office without adverse event. The pt refused to be reskin tested at this office and signed a waiver. In 1999, the pt was treated without event. In 1999, the pt was treated in the nasolabial folds and the upper and lower vermilion borders. On 10/29/99, the pt developed swelling and "bumps" at both nasolabial fold treatment sites. The pt was examined by the physician who prescribed massage and warm compresses to the area. In 1999 the physician treated the pt with add'l suspect product in the upper vermilion. On 12/8/99 the pt called the office and stated pt had swelling and a "pea size" nodule at the right nasolabial fold. The physician prescribed keflex and warm compresses. On 12/12/99, the pt was examined by the physician and it was noted there was an enlarged "punctured mark" on the right nasolabial fold treatment site and erythema and inflammation on treatment sites of both nasolabial folds. It was noted it was worse on the right nasolabial fold than the left nasolabial fold. The pt also developed pimples and cysts along the "treatment lines" of both nasolabial folds. The physician believed the symptoms were possibly an infection and prescribed augmentin, warm compresses, and topical synalar. On 1/7/2000, the pt was examined by the physician and it was noted pt had "pimple like" nodules at both nasolabial folds. The pt had been examined-(date-unkown) by the dermatologist who treated the nodules with kenalog intralesional. On 1/11/2000, the pt was examined by the physician and it noted pt had 3 more nodules-medial and lateral to the left nasolabial folds toward to the mouth area. The physician again administered kenalog-intralesional. The physician diagnosed the symptoms as probable abscesses due to hypersensitivity to the collagen. No further medical or surgical invention was planned.